Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot#/serial# (B)(6), implanted: (B)(6) 2024, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the lead migrated and was replaced. It was also stated that the patient did no have any prior retention and had never used the catheter before.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2y88g implanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 06-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction ans non-obstructive urinary retention. It was reported that the patient came in on thursday ((B)(6) 2024) for a lead replacement. Upon, pulling up the patient in nlink & mstar it was noticed that it looked like this patient was never registered. The only thing that was pulling up in both mstar & nlink was the patient demographics (name, dob, address). There was not a therapy file or anything. The physician said the patient had a stage 1 and stage 2 done in (B)(6) of 2022. Interrogated the device to get the battery serial number. Then called prs to try to locate the battery sn and they stated it did not look like it had been implanted. The prs agent told me to register the patient as a new implant in mstar & put a note in explaining this. The patients prior lead from (B)(6) 2022 was fully removed on (B)(6) 2024. The same battery was put back in & a new lead was replaced. Patient was alert and oriented in post op. Programmed the patient post op when she was up and talking on p3 @0.5. Patient was able to feel stimulation and communicated that appropriately to me. Patient was discharged to home after lead replacement on thursday (B)(6) 2024. Physician stated "patient from thursday died after major cardiac event. Sounds like they tried an emergent perc coronary intervention and she continued to decline afterward. She was deemed not a candidate for CABG. Died at 6pm comfortably with family at bedside. Patient called friday ((B)(6) 2024) saying that she was unable to void and had to resume cic, but apparently never reported any cp or sob at the time of that call." The healthcare provider (hcp) does not feel this is related to the replacement on (B)(6) 2024.